Event description:
A trilogy 100 ventilator device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, no foam particles were noted in the airpath, yet foam degradation was noted and a "service required" error code was found in the ventilator's downloaded error log. The device's software was updated to address the issues. Additionally, there is dust on the blower box, the patient¿s complaint was confirmed, and the device was corrected. Rubber feet are missing, front case damaged. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.